Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that the clave connectors have been involved in an ongoing particulate matter issue resulting in the contamination of the finished drug product. The reporter stated that the material purchased was involved in an ongoing investigation into particulates observed in the final drug product for lonza. They have identified these particulates in their final drug product as cellulose/lignin, cellulose fiber, polypropylene, polyethylene, pvdf-hfp, textile cotton fiber, textile polyester fiber, eva, indigo cellulose or cotton fiber, and fluorocarbon-based material. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the reported complaint of particles from the clave could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.